Event description:
Reporter alleged discrepant patient results between two professional meters of 12 mg/dl at 12:58 am versus 146 mg/dl at 1 am and 349 mg/dl at 4:53 am versus 70 mg/dl at 4:57 am. Reporter stated another patient test was performed with a lab measurement of 40 mg/dl at 2:50 and compared to the meter result of 117 mg/dl. Reporter indicated no actions were taken or treatment received reportedly by the patient as a result. A request was made for the return of the suspect device and replacement product was sent.